Manufacturer narrative:
The subject device was involved in another complaint file due to its prophylactic replacement. Please refer to the mdrs with MFR number 1000165971-2018-00717 for the investigation relative to this event.the device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.due to technical limitations of the complaint handling system, could not be appropriately filled in. Please see the correct data hereafter:device available for evaluation: yes.returned to manufacturer: ticked.date returned to manufacturer: 25-jul-2018.

Event description:
Reportedly, the subject crt-d was prophylactically replaced on (B)(6) 2018 since the patient was pacing-dependent, as advised in the field safety notice on platinum devices issued in july 2018. During a follow-up performed in (B)(6) 2018, the physician observed that the crt-d pocket was infected as the patient presented a red scar and fever. The replacement device should be explanted in (B)(6) 2018 and a pacemaker should be implanted via the jugular vein. Preliminary analysis showed that the subject device has been sterilized and released according to all applicable procedures. Besides, no anomaly was observed on the returned unit.

Manufacturer narrative:
Please refer to the attached analysis report. Due to technical limitations of the complaint handling system, the field could not be appropriately filled in. Please see the correct data hereafter. Device available for evaluation: yes. Returned to manufacturer: ticked. Date returned to manufacturer: 25-jul-2018.

Event description:
Reportedly, the subject crt-d was prophylactically replaced on (B)(6) 2018 since the patient was pacing-dependent, as advised in the field safety notice on platinium devices issued in (B)(6) 2018. During a follow-up performed in september 2018, the physician observed that the crt-d pocket was infected as the patient presented a red scar and fever. The replacement device should be explanted in (B)(6) 2018 and a pacemaker should be implanted via the jugular vein. Preliminary analysis showed that the subject device has been sterilized and released according to all applicable procedures. Besides, no anomaly was observed on the returned unit.